Event description:
Literature was reviewed regarding air entrapment causing ventricular oversensing early after implantation of an extravascular implantable cardioverter defibrillator (ICD). The authors described a patient implanted with an extravascular ICD and the first device interrogation approximately five hours post procedure showed several non-sustained ventricular sensing episodes over a period of ten minutes on bipolar vector configuration, which occurred three hours after the implantation procedure and fifteen to twenty minutes after the patient changed from a lying to a supine position. Air entrapment around one of the bipolar sensing electrodes was suspected and a computerized tomography (CT) scan during follow-up confirmed the presence of air in the substernal tract. It was concluded that owing to upright position of the chest, air from the caudal area had moved cranially to the sensing poles of the lead. The anti-tachycardia therapies remained deactivated until the next day. The patient was discharged with no further issues. The lead remains in use. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: air entrapment causing ventricular oversensing early after implantation of an extravascular implantable cardioverter-defibrillator. Heart rhythm case reports. 2024; 10:601¿604. Doi: 10.1016/j.hrcr.2024.05.022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.